Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that she has experienced blurry near vision, flickering lights and halos around lights since having an intraocular lens (iol) implanted in her left eye. She states that she has to wear sunglasses to drive due to the halos. At the request of the consumer, the surgeon was not contacted.